Event description:
A stryker service representative was performing routine preventative maintenance on the customer¿s device and observed that the device was unable to detect that a defibrillation therapy cable was connected. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and observed the reportable issue. Styker replaced the therapy cable to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.